Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during arsenic trioxide infusion with non-bd closed system device, the nurse attempted to remove air from the set. During troubleshooting when she opened the pump door, fluid sprayed onto her forearm from a crack in the pump segment. The nurse washed her skin with soap and water and employee health was notified. No patient or clinician harm was reported.